Event description:
An (B)(6) old male pt contacted zoll customer support to report that his device was giving off a lous screeching sound and would not power on past the blue 'wearable defibrillator' screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (loud screeching sound/ won't power on past blue screen) is still under investigation. As received, the monitor properly powered on, but reset three times with a test electrode belt attached. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.